Event description:
It was reported that a female patient had a corneal burn during sculpt and required 4 sutures to close the wound. There was no post-operative complication and no permanent damage to cornea/sclera. The patient has recovered. No additional information was provided. This report is against the opo73. Separate reports will be submitted against the veritas console, ellips handpiece and 21g tip.

Manufacturer narrative:
Section a2, a4 and a5: unknown, as not provided. Section d4: lot number: unknown/not provided. Section d4: model # unknown/not provided. Section d4: catalog # unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the tubing is not an implantable device. Section d6b: if explanted, give date: not applicable, as the tubing is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: a j&j representative spoke with doctor who reported the following information from phone call: doctor reported that when she had the corneal burn on the grade 4 cataract, she says it occurred almost immediately once phaco was engaged, hence in her mind, she believes it could be the endocoat. It was explained that the endocoat as a dispersive is more ¿sticky¿ hence requires more careful removal as described in the direction for use (dfu). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.